Event description:
The pump reportedly was rec'd in the biomedical engineering department with an unsigned note that read: "changes its own rate." There were no reports of any adverse pt event. The customer risk manager reports that the rate change was noted when setting the pump up for pt use, it had not yet been placed on a pt. During biomedical engineering testing, the pump was reportedly set for a primary infusion at 100ml/h with a volume to be infused of 10ml. After approximately 3 minutes of run time, the display reportedly showed a delivery rate of 110ml/h with a total amount delivered of 3ml. The volume to be infused displayed was not recalled. The pump was then set for 100ml/h with a volume to be infused of 50ml. After approximately 24 minutes of run time, the displayed rate was 112ml/h. No additional info was available.